Event description:
Consumer stated that he has been using snore guard now for a few years. "The last one I bought actually fell apart in my mouth while I was asleep. I had been using this particular one for less than three months." Product was returned for review.